Event description:
It was reported that balloon rupture occurred. The target lesion was located in the stenotic arteriovenous fistulae. A 5.0 x 60, 40cm mustang balloon catheter was advanced for dilation. However, during the fourth or fifth inflation, the balloon ruptured. The procedure was completed with another of same device.